Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
End user is stating that the left side wheel lock is falling, and not holding.